Event description:
Upon removing the device from packaging, staff noted that the device was bent. The device was not utilized on the patient. A new device was obtained, and it is unknown if the new device was of the same or different lot.